Event description:
During verification testing at the service center, an unrequested bolus dose was delivered.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.